Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (sn (B)(6) was completed on april 25, 2023, which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. Although the disposables that were in use during the alleged incident were discarded, the lot numbers were provided. Product analysis performed functional testing of a retained multi-patient kit (sds mp1 - lot number 8624480) and a retained single patient disposable kit (spd 250 - lot number 8421363) and confirmed that the products performed to specification. Additional clinical applications training was provided on may 17, 2023. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an alleged air injection and subsequent patient death that occurred while a patient was connected to a medrad® stellant CT injection system sn (B)(4). A 77-year-old alert, non-verbal inpatient arrived at the CT department accompanied by a nurse to undergo a CT scan of the abdomen and pelvis for an admitting diagnosis of pancreatitis. The patient was reported to have a history of chronic kidney disease with a baseline creatinine of 150 micromoles (etiology thought to be lithium toxicity as well as nephrosclerosis), nephrogenic diabetes insipidus from lithium toxicity, bipolar disorder, and type 2 diabetes with mild bilateral lower extremity neuropathy. The patient was injected with 70cc of visipaque and during the scan, the patient was reported to be restless on the table with shaking arms and shoulders but, according to the customer, was otherwise fine as he continued to respond to questions and directions with yes/no responses by nodding/shaking his head. Following the completion of the scan, approximately 20cc of air was visualized within the heart. Upon assisting the patient into a sitting position on the table, the customer reported that the patient was nauseous and wanted to lie back down. Subsequently, the patient became unresponsive, and an emergency code was called. CPR was administered by the emergency medical team, but the patient could not be resuscitated. An autopsy was not performed.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system sn (B)(4) was completed on april 25, 2023, which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The customer discarded the suspect disposables at the time of the incident; however, they were able to provide a lot number for the stellant multi-patient CT disposable kits (sds mp1 - lot number 8624480 and spd 250 - lot number 8421363). The testing of a retained sample is pending. Once the evaluation is completed, a follow-up report will be submitted. The offer of additional applications training has been accepted by the customer and will be scheduled. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.